Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately erratic. They obtained results of 128 and 132 mg/dl on the reported meter within 10 minutes of each other. These readings are precise. The meter, test strips, and control solution were replaced.